Event description:
An fr2+ was used to delivery 2 shocks in AED mode to a sudden cardiac arrest victim by a firefighter. When the ambulance crew arrived, the first fr2+ was removed and the same pads were connected to the ambulance crew's fr2+. It was reported that the device issued at least 5 no shock advised decisions. CPR was performed. Upon review of an event, the medical director reviewing the ECG asked why the rhythm was not shocked by the second fr2+ since it appeared shockable.

Manufacturer narrative:
The rhythm was shockable when the second fr2+ was attached. It was determined by reviewing the bcg from the event that the second fr2+ was in manual operation mode. At 2:40, after attaching the second fr2+, the first manual analysis was successfully completed and the rhythm had changed to a non shockable rhythm. Manual operation requires the user to push the buttons to initiate analysis and deliver a shock. Manual operation is a non default configurable parameter that is managed outside of a use situation. This event is being filed, since it cannot conclusively be determined that the device did not cause or contribute to the outcome.